Event description:
The customer reported that while infusing tpn the tubing cracked and leaked at the connection site during patient use.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked and leaked at the connection site during patient use. There was no report of patient harm.